Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the chronic total occlusion and calcified mid right coronary artery (rca). The lesion did not dilate at nominal pressure. The maverick2 monorail balloon ruptured at 10atms on the initial inflation. The procedure was completed with another manufacturer's balloon, and there were no patient complications. Patient status was reported as 'good'.